Manufacturer narrative:
Implant date: year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm on an unknown date. It was reported that a CT scan identified aneurysm enlargement from 50mm to 80mm over a period of 2-2.5 years. Angiogram did not identify any endoleaks. The stent graft was subsequently explanted, and open repair was carried out. Per the physician, the cause of the aneurysm expansion is endotension; type v endoleak. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1620c93ee; s/n: unknown; use by date: unknown; upn # unknown. Etlw1613c124ee; s/n: unknown; use by date: unknown; upn # unknown. Additional information received: the date of the index procedure was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.